Event description:
The customer reported that a black substance was coming out of the insertion tube on the evis exera ii ultrasound gastrovideoscope during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, black residue was leaking from the channel. The channel was inspected further using a boroscope and a cut was discovered. Additionally, the forceps cover glue was peeling with a deep cut on the probe unit coating. The camera was in self function mode and the water flow elevator had a loose inlet. Furthermore, the control body, scope connector, insulation, and ultrasound connector all had fluid invasion, but were all dry after aeration. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Request to garner additional information from the customer were attempted; however the supplied contact information including email and phone number were non-functional. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. There were physical defects of the bending section and insertion tube including unusual shapes that may have contributed to black substance coming out of the tube due to water invasion inside. The adhesive was peeling from the distal end due to external handling of the distal end. The instructions for use (IFU) provides the following guidelines: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."